Manufacturer narrative:
Manufacturing records were reviewed and showed that the inspections for the affected production order met all specifications. With this record review and the customer feedback, we could not identify any process deviation. No additional information was received from the laboratory analyzing the intraocular lens. A supplemental report will be filed as necessary if additional reportable information becomes available.

Manufacturer narrative:
The device was sent by the surgeon to an independent laboratory for analysis and not returned to the manufacturer. Prior to release the product met all manufacturing specifications. No additional complaints were received for the remaining lenses manufactured in this lot and no conclusion can be drawn at this time. Production records are being reviewed at the manufacturing site. All information currently available is included in this report.

Event description:
A physician reported that on post-operative day one, the intraocular lens was noted to be cloudy in areas not in contact with the anterior capsule remnant, but was partially clear below. Central area was cloudy. The patient complained of glare and the lens was subsequently explanted without complication on a date not reported.